Event description:
Customer states that when they opened the c-section pack, an employee was cut with an unprotected knife when they removed the towels.

Manufacturer narrative:
The guard was still intact on the safety scalpel. Guard placement is inspected 200% prior to release at southmedic inc. Upon receipt of the safety scalpels at cardinal health, they are repackaged and sterilized into the aforementioned c-section kit.